Event description:
It was reported that, years ago, the patient missed her refill appointment and was traveling out of the country. The patient went through withdrawals and was very sick from the experience. The drugs at the time of the event were not reported. However, at the time of the report, the device system was used to deliver baclofen, clonidine, bupivacaine and dilaudid. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8578, lot # n155850, implanted: (B)(6) 2009, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8596, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8731, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).